Event description:
It was reported that this implantable lead was not successfully implanted due to unknown product performance issue. This lead was never in service and new lead was placed. No adverse patient effects were reported. Additional information received indicates that the too many attempts in csp and physician opted a new lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The known inherent risk conclusion code was selected based on the field report of non- product performance issue of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this implantable lead was not successfully implanted due to unknown product performance issue. This lead was never in service and new lead was placed. No adverse patient effects were reported. Additional information received indicates that the too many attempts in csp and physician opted a new lead.

Event description:
It was reported that this implantable lead was not successfully implanted due to unknown product performance issue. This lead was never in service and new lead was placed. No adverse patient effects were reported.